Event description:
A sales rep reported on (B)(6) 2025 that during a case the compc-uos was not compressing as intended due to the tool being worn. It was reported that this caused a 30-minute delay in surgery, the device did come in contact with the patient per planned procedure but no negative impact on patient was reported.